Manufacturer narrative:
H11. Corrected information in b3, b5 and h6 (health effect - clinical code). Internal reference number: (B)(4).

Event description:
Plaintiff underwent medically-indicated revision surgery of the left knee on (B)(6) 2019 due to chronic pain, which the patient presented since (B)(6) 2017. During this procedure, the patellar component and the insert were exchanged. The primary tkr was performed on (B)(6) 2014. The outcome of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested documentation, the clinical root cause of the reported event could not be fully assessed nor concluded. The patient impact beyond the reported chronic pain and revision could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
Plaintiff underwent medically-indicated revision surgery of the left knee on (B)(6) 2019 due to chronic pain and limited range of motion of about 90 degrees presented since (B)(6) 2015. During this procedure, the patellar component and the polyethylene insert were exchanged. The primary tkr was performed on (B)(6) 2014. The patient tolerated the procedure well and left the operating room in satisfactory condition.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that based on the documentation provided, the root cause of the reported event could not be definitively concluded; however, the revision findings of ¿large amount scar removed from medial & lateral gutters¿ bone spurs and excessive bone growth over patella¿ are likely contributing factors. Scar formation and ossification are both known occurrences post-tka and neither are indicative of component malperformance. Additionally, the poly was upsized, as well, which could indicate joint laxity had occurred. The assessed patient impact was the reported pain, reduced rom, scar formation, ossifications and subsequent interventions including pt, medications, and eventual revision. Reportedly, the patient continues to have complaints of chronic symptoms but declined further surgical intervention for the left knee. Of note, the revision resulted in an off-label/mixed manufacturer construct. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
*Us legal mdl* plaintiff underwent medically-indicated revision surgery on (B)(6) 2014 on an unspecified knee side due to unspecified reasons. It is unknown which devices were explanted during the procedure. The primary tkr was performed on (B)(6) 2019. The outcome of the patient is unknown.